Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es system finger printer scanner was not working as there was no light when user tried to scan. Customer had turned on device again but still did not get response for fingerprint, this caused a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that malfunction was due to improper usb connection. The usb connections on bio-ID was reseated, turned off power and rebooted the system to fix the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fingerprint scanner was not working. The field service engineer reseated universal series bus connections on biometric scanner, turned off power management on usb connections and rebooted the station to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system fingerprint scanner failure prevented user from retrieving medication and caused delay to patient care. The customer stated that they were able to retrieve medication after the field service engineer fixed the issue. There were no adverse events or injuries reported based on this event.